Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (bilateral partial salpingectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of tubes / migration of device in peritoneal cavity/ perforation of fallopian tubes/ failure to occlude (close) fallopian tube(s) left tube not occluded") in a 31-year-old female patient who had essure (batch no. 50697310; a57110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia and loop electrosurgical excision procedure. Concurrent conditions included type 1 diabetes mellitus and peripheral arterial disease. Concomitant products included acetylsalicylic acid (aspirin), gabapentin, ibuprofen, insulin and nifedipine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 27 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lo number 50697310 (expiration date sep-2015) and lot number a57110 (expiration date oct-2015). Insertion procedure: the right essure device was inserted without difficulty and proper placement was verified. The left tube was very narrow and so it required dilation with a ureteral guidewire. Then the essure device was inserted without difficulty. Pathology report: gross description - in the container, is a coiled wiry material, measuring 5 cm long. Representative sections are embedded in one capsule. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded) pregnancy test urine - on (B)(6) 2013: negative (B)(6) 2013: hsg showed occlusion of the right fallopian tube, however there is spillage of contrast material through the left fallopian tube lot numbers and exp/MFR dates 50697310 nov2015 / nov2012. A 57110 sep2015 / sep2012 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Event abdominal area pain was added. Lab data was added. Event onset date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of tubes / migration of device in peritoneal cavity") in an adult female patient who had essure (batch no. 50697310; a57110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia and loop electrosurgical excision procedure. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (salpingectomy (one side removal of fallopian tube) - left). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lo number 50697310 (expiration date (B)(6) 2015) and lot number a57110 (expiration date (B)(6) 2015). Insertion procedure: the right essure device was inserted without difficulty and proper placement was verified. The left tube was very narrow and so it required dilation with a ureteral guidewire. Then the essure device was inserted without difficulty. Pathology report: gross description - in the container, is a coiled wiry material, measuring 5 cm long. Representative sections are embedded in one capsule. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. (B)(6) 2013: hsg showed occlusion of the right fallopian tube, however there is spillage of contrast material through the left fallopian tube. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of tubes / migration of device in peritoneal cavity") in an adult female patient who had essure (batch no. 50697310,a57110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia and loop electrosurgical excision procedure. On (B)(6).-2013, the patient had essure inserted. In (B)(6).2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (salpingectomy (one side removal of fallopian tube) - left). Essure was removed on 14-aug-2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lo number 50697310 (expiration date sep-2015) and lot number a57110 (expiration date oct-2015). Insertion procedure: the right essure device was inserted without difficulty and proper placement was verified. The left tube was very narrow and so it required dilation with a ureteral guidewire. Then the essure device was inserted without difficulty. Pathology report: gross description - in the container, is a coiled wiry material, measuring 5 cm long. Representative sections are embedded in one capsule. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 5-apr-2013: negative 24-jul-2013: hsg showed occlusion of the right fallopian tube, however there is spillage of contrast material through the left fallopian tube lot numbers and exp/MFR dates 50697310 nov2015 / nov2012 a 57110 sep2015 / sep2012 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of tubes / migration of device in peritoneal cavity") in an adult female patient who had essure (batch no. 50697310; a57110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia and loop electrosurgical excision procedure. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (salpingectomy (one side removal of fallopian tube) - left). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lot number 50697310 (expiration date sep-2015) and lot number a57110 (expiration date oct-2015). Insertion procedure: the right essure device was inserted without difficulty and proper placement was verified. The left tube was very narrow and so it required dilation with a ureteral guidewire. Then the essure device was inserted without difficulty. Pathology report: gross description - in the container, is a coiled wiry material, measuring 5 cm long. Representative sections are embedded in one capsule. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. (B)(6) 2013: hsg showed occlusion of the right fallopian tube, however there is spillage of contrast material through the left fallopian tube most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and mr received. Lot number provided (50697310; a57110). Events added: vaginal bleeding, menorrhagia and events updated (event device migration was combined with perforation since it was clear in pfs that problem occurred in one side). Outcome of pelvic pain was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('perforation of tubes / migration of device in peritoneal cavity/ perforation of fallopian tubes/ failure to occlude (close) fallopian tube(s) left tube not occluded') in a 31-year-old female patient who had essure (batch no. 50697310,a57110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and loop electrosurgical excision procedure. Concurrent conditions included type 1 diabetes mellitus and peripheral arterial disease. Concomitant products included drospirenone;ethinylestradiol (gianvi) since 2010 for contraception as well as acetylsalicylic acid (aspirin), gabapentin, ibuprofen, insulin aspart (novolog) and nifedipine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 27 days after insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: lo number 50697310 (expiration date sep-2015) and lot number a57110 (expiration date oct-2015). Insertion procedure: the right essure device was inserted without difficulty and proper placement was verified. The left tube was very narrow and so it required dilation with a ureteral guidewire. Then the essure device was inserted without difficulty. Pathology report: gross description - in the container, is a coiled wiry material, measuring 5 cm long. Representative sections are embedded in one capsule. Patient received treatment for migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2013: results: negative. Diagnostic results: (B)(6) 2013: hsg showed occlusion of the right fallopian tube, however there is spillage of contrast material through the left fallopian tube. Lot numbers and exp/MFR dates 50697310 nov2015 / nov2012. A 57110 sep2015 / sep2012 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received events "uterine perforation" was added. Outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.